Event description:
Prior to dispensing crutches to the patient, it was noted that the round part of hard plastic piece on top arm of crutches was missing near the connection with the aluminum pipe.======================manufacturer response for aluminum push button adult medium crutches, guardian (per site reporter).======================we spoke with medline. The quality report was generated.